Event description:
Items had overpowering smell of cigarette smoke, made sick to use. All of lot number I have are the same. Salter labs cannulas part # 16soft-7, lot #(10)210802e. No tests. FDA safety report ID# (B)(4).